Manufacturer narrative:
D7a - single use device was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump underdelivered, medication infused at a programmed rate of 5 ml per hour. The total programmed volume was 390 ml. The remaining reservoir volume was 358 ml according to pump settings and starting volume, and 299 ml based on the actual volume remaining in the bag. The event occurred while the device was in use with a patient at the patient¿s home. There was no patient harm.